Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05498, 2017865-2020-05499. It was reported that the patient presented for an office visit with a fever, pericardial effusion and the device pocket appearing warm and red. The device pocket was found to be infected and the system was removed. Patient was reported discharged from the hospital following the procedure.